Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, back pain and adverse event outcome was unknown. The reporter considered adverse event, back pain and uterine perforation to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.